Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: consumer reported- finding scale markings on syringe barrels to be slanted.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: consumer reported- finding scale markings on syringe barrels to be slanted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-jan-2023. Investigation summary: customer returned (9) 0.5ml syringes. Inspection of the syringes¿ scale markings found that 3 of the syringes had their markings printed lower than expected on the barrel of the syringe, placing them out of specification. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of the scale markings being out of place. Root cause cannot be determined.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced scale marking issues. The following information was provided by the initial reporter: consumer reported- finding scale markings on syringe barrels to be slanted.